Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that only 26 degrees raised during high temperature alarm test in the arctic sun device.

Event description:
It was reported that only 26 degrees raised during high temperature alarm test in the arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was found to work as intended. The reported issue could not be reproduced. No repairs were necessary as a problem could not be found. The device passed all applicable testing and is ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure. The labeling review was not required as the reported event was unconfirmed. Corrections: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.